Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the turning ring was jamming, couldn¿t secure the attachment properly. It was noted that the pin in the turning ring was damaged, there was an unknown liquid on internal components, electric motor had strong vibration, seals and bearings were worn. The assignable root cause was due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device was chattering while in use with an attachment device. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as oct 14, 2011 in the initial report. The device manufacture date has been updated as apr 5, 2011. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.